Event description:
It was reported that during an adenoidectomy, the wand was not debulking. The wand tip was introduced into saline, noticed that orange glow was very weak, and only present in the first electrode for a short while. The procedure was successfully completed without significant delay using a cold-steel method. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no deviations or non-conformance's during the manufacturing process. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions the instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. The visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The device was returned with a cut saline connector/tube. There are no manufacturing abnormalities visually observed with the device. During functional evaluation the device was connected to a compatible coblator ii controller and produces low plasma on the electrodes. The suction line was tested and performed as intended; the cut saline line was tested by using a syringe and performed as specified on all three openings; the complaint was verified and the root cause could not be determined with certainty. Factors of the reported incident includes: 1) low plasma emission caused by excessive debris/tissue on the electrodes. There are no indications to suggest the device did not meet product specifications upon release into distribution.